Event description:
On 9/19/92, the patient underwent an anterior cervical discectomy and fusion, c5-7 with cadaver allograft and caspar internal fixation. The patient continued to have some neck pain and a feeling recently of increasing amounts of dizziness and light headedness. On april 28, 1994, she underwnt a cervical exploration, removal of capsar plate and screws and exploration of old c6-7 fusion. The screw of the upper right side of the c6 vertebral body was broken. The fusion was solid.7. Model no: plate - 30 mm - eg330t screws - 17 mm (x 3) - lb057t screw - 18 mm - lb058tinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.